Manufacturer narrative:
Manufacturer ref# (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. A separation was observed on the delivery wire, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x22mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was detached from the delivery system. The proximal end of positioning coil and distal coil were missing from the delivery wire. Multiple kinks were noted on the corewire and proximal coil. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the impeded condition of the stent cannot be evaluated through a functional test due to the stent detachment; however, the customer complaint is confirmed based on the damages of the delivery wire. These damages suggest that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break. The stent detachment was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during the procedure, the EU 4.5x22mm stent 12 mm dw tip (enc452212/9616876) was impeded at the proximal end of the microcatheter and could not advance any more. The physician only retracted the stent alone and switched to a new one to complete the procedure. The microcatheter was not replaced. There was no patient injury report. Additional information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. A prowler select plus (606s255x) was used. The target vessel was the "carotid artery c6 segment aneurysm". The device did not appear damaged at any time. Continuous flush was maintained. Based on the product analysis of the device received, a separation was observed on the delivery wire.